Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the rate knob of the device intermittently would not adjust; there was a cold solder joint on encoder flex on rate encoder. It was also noted that the hanger assembly was contaminated, the ventricular output connector was broken, the keypad window was scratched, errors were found in the logs due to the main printed circuit board (pcb) being out-of-specification in an electrical manner, and one decorative plug was damaged by an extraction tool. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the rate on the external pulse generator (epg) could not be adjusted while in use with a patient. The rate control knob of the epg was faulty and would operate intermittently; the ward nurse believed it was due to the torque not being transmitted properly when the knob was turned, as it may have become loose. The epg has been returned for repair. No patient complications have been reported as a result of this event.